Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was in the intensive care unit (ICU) when he accidentally disconnected his driveline from his primary controller ((B)(4)) while standing up in his room. The patient lost consciousness and had a seizure. Once reconnected to the back-up controller, the patient regained consciousness and stabilized. Upon completion of a review of the controller ((B)(4)) and pump ((B)(4)), it was concluded that the units met all the internal requirements prior to its quality assurance release process. A manufacturer representative inspected the connector at the facility and noted difficulty switching between the locked and unlocked positions. A driveline repair was performed successfully allowing the connector locking mechanism to be fully functional, as confirmed by the manufacturing representative. The most likely root cause of the reported event is migration of epoxy from the connector threads to the connector sleeve due to improper technique in the assembly process. Heartware has an open internal investigation to evaluate these types of issues. A field safety notice (fsca dec2013.1) was issued to provide affected clinicians and patients with information to recognize when the locking mechanism of the driveline connector has failed to engage and actions to be taken when appropriate. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2014-00430 and 3007042319-2015-03815) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient was in the intensive care unit (ICU) when he accidentally disconnected his driveline from his primary controller while standing up in his room. The patient lost consciousness and had a seizure. Once reconnected to the back-up controller, the patient regained consciousness and stabilized. The site noted that the connector locking mechanism was not engaging and applied rescue tape to secure the patient's driveline temporarily to the back-up controller until a repair procedure could be performed by a manufacturer representative. Later that day, a manufacturer representative arrived and noted that the connector had difficulty switching between the locked and unlocked positions. The material interfering with the locking mechanism movement could not be identified. The manufacturer representative restored restore the function of the locking mechanism. The patient remains stable after the procedure.